Manufacturer narrative:
(B)(4). The customer report of a sheath valve leak was able to be confirmed through investigation of the returned sample. The customer returned one sheath extension assembly with dilator for analysis. Initial testing per the applicable test method requirement passed at 40 kpa but failed at 20 kpa. After fully compressing the seal into the hemostasis valve body using the dilator tip, no leakage was observed at either pressure. However, after dilator insertion and removal caused the seal to protrude from the valve, leakage was observed again at both 40 kpa and 20 kpa. Further evaluation showed the seal shifted from its original position during dilator use and remained visibly protruding after removal. One seal slit appeared shorter than the others, with dimensional analysis confirming multiple slit dimensions outside specification limits. No other defects or anomalies were observed. Based on the investigation with manufacturing, supplier quality, and sustaining engineering, the failure mode was attributed to a design issue related to the hemostasis cap inner diameter, which affects seal retention and interaction. Seal slit dimensions may also have contributed to seal movement and resulting leakage. The cap design likely contributes to the seal movement and the resulting leak. Additionally, seal slit dimensions were found to be out of specification, which was attributed to the supplier. This issue may also have contributed to seal movement and, consequently, the leakage. A CAPA has been opened under teleflex quality systems to address this issue with cap design.

Event description:
It was reported that: "on (B)(6) 2026, the sheath valve leak during use on the patient. After confirmed with the customer. No harm for the patient. The patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."

Event description:
It was reported that: "on (B)(6) 2026, the sheath valve leak during use on the patient. After confirmed with the customer. No harm for the patient. The patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4).